Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient contacted lfs on (B)(6) 2011 alleging an apply sample on the patient's one touch ultra mini meter. The patient mentioned that the alleged issue with the one touch mini meter began on (B)(6) 2011 at around 12:30pm. Due to the alleged issue the patient was unable to obtain a blood glucose reading. Approximately 5 minutes after the alleged issue began the patient felt shaky and dizzy. The patient then self-treated themselves at 2:23pm that day with food/drink. The patient did not seek any further medical attention or contact their physician for assistance. This is not the first time the product is being used. The patient was using the correct technique of applying blood on the test strips. The patient was using the correct test strips and this was not the first time the product was being used. The alleged issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, the patient was unable to test and shortly later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.